Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Baxter's investigation is still in progress. Once complete, a supplemental will be submitted.

Event description:
It was reported that a pump experienced multiple occurrences of system error 322 - "link switch (low)" (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient involvement.